Event description:
Physician called to report that he was treating a pt with a urethral rectal fistula, which required a diverting colostomy. Physician does not think that the fistula is a result of the targis treatment. The pt has had several catheterizations, rectal exams and cystoscopies due to their urinary retention. The physician will continue to follow the pt's progress. The disposable devices are not available for eval by urologix.